Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the battery had poor mechanical connection. It was stated by the site that there was a broken locking mechanism. It was also stated that there were no pump stoops or alarms associated with the event. It was further stated that the exchange resolved the issue. No additional information provided.

Manufacturer narrative:
Bat045064 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the device was not returned for evaluation. Analysis could not be performed as the device was not returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This event was reported as a MDR event in error. Complaint information of product has determined this event does not meet the definition of a reportable serious injury or a product malfunction. The reported event of -"poor mechanical connection" is as it relates to the battery is to applied when the reported problem is confined to the battery connector only, or if a problem with the battery connector cannot be excluded. Issues related to battery "poor mechanical connection" are mitigated by the system's redundant power sources. Any required exchange of the device would not result in loss of power to the system and does not represent a potential injury/death to the patient; therefore, do not meet the criteria for reporting per current regulatory reporting guidelines. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.